Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.